Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 6900ptfx 31mm mitral valve, implanted for five (5) years and seven (7) months, is being evaluated for a valve-in-valve procedure due to unknown reasons.

Manufacturer narrative:
Updated sections: b5, b6, b7, h6 component code, health effect - impact code, device code(s), and type of investigation.

Event description:
It was reported that this patient with a 6900ptfx 31mm mitral valve, implanted for five (5) years and seven (7) months, was evaluated for a valve-in-valve due to severe stenosis with moderate-severe regurgitation secondary to thickened leaflets and possible leaflet thrombosis with minimal calcification. He is not candidate, due to concern that the tavr will likely cause left ventricular outflow tract obstruction. The patient is recommended for redo mitral valve replacement with a mechanical valve. Per medical records echo (6/14/2022) showed: bioprosthetic mitral valve with laminar 3 leaflet low-attenuation, thickening predominantly along the basilar to mid leaflets with only a small focus of calcification seen along the inferior leaflet free margin. Given only minimal calcification, these findings could reflect the sequela of leaflet thrombosis. No pedunculated or mobile leaflet vegetation or thrombus is seen. There is 4 mm x 3 mm tiny thrombus adherent to the inferior left lateral wall of the left atrium just above the mitral annulus.

Manufacturer narrative:
Updated sections: b5, d4 expiration date, h4, h6 device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that this patient with a 6900ptfx 31mm mitral valve, implanted for five (5) years and seven (7) months, was evaluated for a valve-in-valve due to severe stenosis with moderate-severe regurgitation secondary to thickened leaflets and possible leaflet thrombosis with minimal calcification. He is not candidate, due to concern that the tavr will likely cause left ventricular outflow tract obstruction. The patient is recommended for redo mitral valve replacement with a mechanical valve. Per medical records echo (B)(6) 2022 showed: bioprosthetic mitral valve with laminar 3 leaflet low-attenuation, thickening predominantly along the basilar to mid leaflets with only a small focus of calcification seen along the inferior leaflet free margin. Given only minimal calcification, these findings could reflect the sequela of leaflet thrombosis. No pedunculated or mobile leaflet vegetation or thrombus is seen. There is 4 mm x 3 mm tiny thrombus adherent to the inferior left lateral wall of the left atrium just above the mitral annulus. Per follow up with the surgeons office, thrombosis was not confirmed, surgery is schedule in 1 week.